Event description:
The lead was removed due to an infection. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead was stretched.